Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the connecting tube could not be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to a pinhole on bending section cover, water tightness was lost. The event can be detected/prevented by following the instructions for use (IFU) which state: bf-190 series operation manual: chapter 3 preparation and inspection. Bf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope connecting tube had foreign material between the scratches, which has been attributed to insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.